Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a patient not displaying on rdu pyxis. The technical support specialist stated that the patient was inactive for over 2 days and the station's admission inactivity days setting was set to "2 days", which caused the patient to drop off from the station's patient list. The value was increased to 10 days to prevent more inactivity issues like this. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system, patient not displaying on rdu pyxis. The customer stated that the patient no displaying in pyxis but is admitted, is on the server with active order and the units are mapped correctly. The customer mentioned that the patient does not show up when performing facility search on the device causing a delay in dispensing medication. There were no adverse events or injuries reported based on this event.